Event description:
Device issue: failure to deploy - locator wings. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, during step 2, the plunger did not engage to deploy the locator wings. A non-abbott vascular closure device was used to achieve hemostasis. There were no reported adverse pt effects. Through requested, no add'l info was provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported blood glucose results of 180 mg/dl and 98 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The vial was returned from the customer with too many strips in it.